Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the bending tube, bending angle in the "up" direction exceeded standard value. In addition to the foreign material in the air/water cylinder and tube, the evaluation findings were as follows: due to wear of the scope cover packing, water tightness was lost, the suction cylinder had no color, the adhesive around the objective lens had discoloration, the light guide lens had a crack, and the adhesive on the bending section cover had a discolored area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope's bending was only possible to 70 degrees. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the air/water tube and cylinder.